Event description:
Event description guidant received information that during a six-month follow-up visit, this pacemaker exhibited a magnet rate of 90ppm, indicating possible premature battery depletion. The outputs of the device were immediately programmed down to conserve battery life. The following day the gas gauge indicated just above elective replacement time. The device was soon explanted, replaced and returned to guidant for analysis.